Event description:
The customer reported that a patient sample was tested rh(d) negative with erytype s abd+rev.a1, b on tango optimo. The customer did return the patient sample that had caused a false negative test result and also the supposedly defective product. Testing in our quality control laboratory is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative test result of two patient samples with erytype s abd+rev.a1, b when tested on tango optimo. The customer did return the supposedly defective product for investigational testing and also three patient samples that had caused false negative test results (he reported only two incidents but sent three patient samples). Our quality control laboratory tested the patient samples with the returned plate of erytype s abd+rev. A1,b on tango optimo and yielded correct positive results with both anti-d reagents. Further tests with erytype s rh donor got 4+ positive reactions. The three patient samples were sent for typing to an external laboratory. The test results were: rhd * dau-0 (rhd * 10.0), rhd * dau-0 (rhd * 10.0) and weak d typ 40 (rhd * 01.w40). Testing in our quality control laboratory showed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was thoroughly inspected by our field service. The field service engineer found all three syringes cavitating and some bubbles in the lines. The problem was traced to pinched lines in the system fluid and saline bottles, which were then cleared and the system primed. The filter was cleaned, too, and the syringe was repaired. Post service verification procedure showed that the instrument is back to operating within its specification. This complaint was closed as a repair.

Manufacturer narrative:
This is our initial report on this incident.